Event description:
The customer reported that she never felt the cannula insert and thought it was strange, but wore pod for about 4 or 5 hours. At that time she noticed insulin leaking and her blood glucose measured 355 mg/dl. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the reported malfunction. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user¿s guide warns ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result,¿ and ¿test results greater than 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.¿